Manufacturer narrative:
The patients' age, date of birth, sex, and weight were not supplied. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the peristaltic pump tubing for aspirate probe a1, which was flat and not aspirating. The fse then replaced peristaltic pump tubing for aspirate probes a2 and a3. The system was verified with hs (high sensitivity) system check and a precision run. All verification testing passed within instrument and assay specification. In conclusion, the cause of the event was flattened aspirate probe a1 peristaltic pump tubing.

Event description:
The customer reported non-reproducible, falsely elevated troponin I (access accutni+3) results for multiple patients and a non-reproducible, falsely elevated access total bhcg result for one patient, involving the unicel dxi 800 immunoassay system (serial number (B)(4)). The customer stated the non-reproducible results were not released out of the laboratory. The customer recentrifuged and reanalyzed the patient' samples on an alternate unicel dxi 800 immunoassay system and on the instrument in question, and obtained expected results. There was no report of patient injury or change in patient treatment associated with this event. Quality control (qc), calibrations, and system checks were within expected ranges. The patients' samples were collected in plasma separator tubes and were centrifuged for 6 minutes at 3,000 revolutions per minute (rpm). No sample integrity issues were reported. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument.